Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that difficulty was encountered locking the aquabeam scope into the aquabeam handpiece. The aquabeam handpiece was replaced with a new handpiece unit and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Additional manufacturer narrative: root cause is not yet determined, investigation is currently underway. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was not returned for investigation. Three good faith efforts were made by procept to retrieve the device for investigation without success. A review of the device history record (DHR) ab2000-b / serial number (B)(6) / lot number 22c01937 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and associated component met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. A root cause for the reported event could not be determined as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.